Event description:
Customer reportedly obtained results of 399mg/dl, 39mg/dl, 193mg/dl, and 65mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were use. Requested return of suspect device and replacement was sent.